Manufacturer narrative:
On 10 february 2017 the medical affairs director performed a clinical evaluation and commented as follows: partial (tibial) revision on a tka patient who fractured his tibia. No reason to suspect that the problem was caused by a defective device. Root cause for this adverse event is trauma. Batch review performed on 20 february 2017. Lot 152814: (B)(4) items manufactured and released on 09 september 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 21 february 2017 the patient match department performed a planning review and commented as follows: the analysis of the planning process of this case found no deviations from the standard procedures.

Event description:
The patient fell and fractured his tibia. The surgeon revised the tibial tray and the insert. The surgery was completed successfully. X-rays are available, explants are not available.